Event description:
It was reported that a previously capped lead was uncapped and used as a pace\sense lead. It was also reported that a "subtle noise" was seen from the wireless transmission few weeks after the lead was used. The patient was brought into the office and the "subtle noise" was observed when the patient was doing push up like motion. The lead was capped and the pace\sense portion was hooked back onto the current high voltage right ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.